Event description:
It was reported that the patient presented to the emergency room due to hearing an alert tone for the right ventricular (rv) lead. Interrogation showed the rvcoil impedance had been greater than 160 ohms and the current value was 95 ohms. Isometric testing showed there was noise on the rvtip to rvcoil electrogram. The patient alert was reprogrammed and a scheduled follow up was going to be done. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1688t competitor implantable pacing lead 2005 (B)(6), 4193 implantable pacing lead 2005 (B)(6). (B)(4).